Event description:
It was reported that customer's insulin pump had a button error. Customer's blood glucose was 69 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. Damages to the display window, case, reservoir tube lip, battery tube threads and missing end cap sticker noted.